Manufacturer narrative:
D4: serial #, unique identifier (UDI) #, h3, h4 and h6: annex b, annex c, annex d and annex g have been updated. Device evaluation: medtronic led an evaluation of the associated device data for the reported sterile interface module (sim). Evaluation of the device data indicates that a toothed grasper sn: (B)(6) was attached to the sim on arm cart assembly (aca) 2. Upon attachment to the aca, an error code ¿expired instrument¿ was triggered due to the instrument being incompatible with the system's software version. Evaluation of the device data for the reported sterile interface module confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. However, the investigation was able to identify the most likely cause as traced to a failure on the toothed grasper. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that, at the beginning of a robotic laparoscopic hysterectomy procedure, the toothed grasper was not detected when a ttached to the sterile interface module (sim). The team connected the instrument to different arms, cleaned it, and reattached it, but it remained undetected. The toothed grasper was replaced with a different instrument to proceed with the surgery. There was no patient injury.

Event description:
It was reported that, at the beginning of a robotic laparoscopic hysterectomy procedure, the toothed grasper was not detected when attached to the sterile interface module (sim). The team connected the instrument to different arms, cleaned it, and reattached it, but it remained undetected. The toothed grasper was replaced with a different instrument to proceed with the surgery. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.